Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty video connector socket could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a poor image due to contact failure as a result of a video connector malfunction was noted. In addition, poor video connector connection and foot rubber damage were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported the evis exera iii video system center video connector has poor connection. During a standard service inspection of the customer returned device, a poor image was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.